Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 540, with high ketones which were not dangerous, cause was unknown. Customer was treated with intravenous fluids of saline and insulin, which resolve the issue. Customer was released the same day with not permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.